Event description:
During device evaluation by baxter the battery, np2-n2 on a colleague cx volumetric infusion pump, was replaced. This condition has the potential to interrupt delivery. There was no patient involvement, injury or medical intervention related to this event. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
The battery installation date was greater than 2 years ago, therefore when the device was returned for evaluation the battery was replaced. A follow-up report will be submitted if additional information becomes available. (B)(4).